Event description:
A surgeon reported a patient with a wound leak following intraocular lens (iol) implant surgery. The surgeon reported the patient had a normal postoperative visit on postoperative day one, but noted decreased vision two days postoperatively. A wound leak was noted on the fourth postoperative day. The surgeon reported the patient had a formed but shallow anterior chamber and a contact lens was placed. A suture was placed to close the wound leak in a secondary surgical procedure on the fifth postoperative day. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 12/23/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).